Event description:
Additional information verified that the patient's generator was at end of service at the time for referral of surgery. The physician attributes the increase in seizures to the resulting expected loss of therapy. The physician could not assess the increase of seizures compared to pre-vns baseline levels. The generator replacement surgery was completed on (B)(6) 2016, with the end of service status confirmed at that time. The facility discarded the explanted generator following surgery.

Event description:
It was reported that the patient experienced an increase in seizures. The patient is planned to undergo a generator replacement surgery. The reason for replacement was directly attributed to increase in seizures. Although the generator was described as being near the end of its life, no confirmation has been received to date indicating the battery status near the decision to undergo surgery. No intervention has occurred to date. Attempts for additional pertinent information have been unsuccessful to date.